Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing or shortness of breath, nose bleed. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing or shortness of breath, nose bleed. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacture observed the following from internal and external inspection: unknown debris consistent with dust found on top of the blower, not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes not able to confirm the complaint or address the symptoms specified. Section h6 updated in this report.